Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-20211 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory on 23jun2021. An investigation was conducted on 17sep2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the handle of the device. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The clear silicone was observed to peeled off and exposing the tip of the cold jaw. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU cv000008979) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. There was no excessive smoke observed. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failure "environmental particulates" was not confirmed and confirmed for analyzed failure "peeled; jaw".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they were harvesting a full leg of vein using the hpii device and had burned some branches when they experienced heavy smoking while burning. Opening the jaws afterward to allow the smoke to exit the tunnel worked the first two times, but the harvester had trouble evacuating the tunnel after that. They cleaned the jaws but the smoking still occurred. They commented that they had not experienced the level of smoking (they are moderately experienced, having done about 40 cases). They changed out the hpii and the smoking did not occur with the second unit. No injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they were harvesting a full leg of vein using the hpii device and had burned some branches when they experienced heavy smoking while burning. Opening the jaws afterward to allow the smoke to exit the tunnel worked the first two times, but the harvester had trouble evacuating the tunnel after that. They cleaned the jaws but the smoking still occurred. They commented that they had not experienced the level of smoking (they are moderately experienced, having done about 40 cases). The patient did not get burned. They changed out the hpii and the smoking did not occur with the second unit. No injury.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b-5, g-4, g-7, h-2, h-10.